Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the damage of the camera cable, which might be attributed to the aging degradation of the subject device due to long term use, or the excessive force by user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4) (oekg) it was found that there was foreign material on the endoscope mount of the subject device, which might be attributed to insufficient reprocessing of the subject device by the user. Oekg also found that the camera cable of the subject device was broken. There was no report of infection associated with this report.